Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced acute peritonitis, septic shock and subsequent death. The patient was hospitalized for the events. The cause of the peritonitis was not reported. The following day the patient experienced septic shock. Treatment for the peritonitis and septic shock was not reported. The following day the patient passed away. The cause of death was due to acute peritonitis and septic shock. An autopsy was not performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.